Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the scs implant procedure the patient experienced pain and loss of motor function in legs. Epidural hematoma was observed. In turn the scs system was explanted. As of (B)(6) 2017 the patient is in a rehabilitation facility and is regaining some movement.